Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The saw capture guide broke during the case. The red plastic clip/ holder no longer locks into the ap cutting guides.

Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the device would not be returned for evaluation. Pra (preliminary risk assessment) (B)(4) was held on (B)(6) 2015 to evaluate patient risk. Based upon the provided information, the team decided there is no additional patient risk. The root cause is design. A co ((B)(4)) has been initiated to change the material of the modular capture button to stainless steel. With this change, the functionality of the button will remain the same, however, the change in material is expected to improve the overall robustness of the component. This change will also affect the finished good modular captures ((B)(4)) with an update to switch the button component at a later date following lifecycle testing of the new design. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.